Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began several months prior to contacting lfs. The patient was unable to recall the exact readings obtained. Lifescan cannot confirm any inaccuracy from the data provided as the lifescan meter reading and laboratory meter reading were not provided. It was not reported what medication the patient takes to manage his diabetes. However, as a result of the alleged issue, the patient claimed he increased his usual dose of medication based on the lfs meter reading. The patient reported that an unspecified time after the alleged issue began, he developed symptoms of ¿weakness, tremor, hunger and nervous irritation¿; symptoms he associated with hypoglycemia. The patient denied receiving any medical treatment due to the alleged issue however claimed his doctor advised him to stop adjusting his medication based on the lfs meter results. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr confirmed the test strip vial was intact and the test strips were in good condition. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on an alleged inaccurate high result obtained with the lfs device.